Event description:
On (B)(6) 2007 the patient presented with degenerative spondylolisthesis, degenerative disk disease, and lumbar spine. The patient underwent a transforaminal lumbar interbody fusion (tlif) at l5-s1. Postoperatively the patient had some muscle spasms which were treated with robaxin and abated. Pre and post operative diagnosis: herniated disk ls-sl. Internal disk derangement ls-s1 -degenerative joint disease ls-s1 procedures: posterior instrumentation ls-sl. Transforaminal lumbar interbody fusion ls-sl . Placement of interbody cage ls-sl. Local autograft bone graft. Allograft bone graft with bone morphogenic protein-2 -emg monitoring for all 4 pedicle screws. Intraoperative fluoroscopy. Minimally invasive surgery. All leads were placed for intraoperative monitoring. At that point, a spinal needle was placed 3.5 cm to the right of the midline. Ap and lateral images were taken and verified that we were at the ls-s1 level. The skin and subcutaneous tissue were then infiltrated with marcaine with epinephrine. Incision was made approximately 3 cm in length and then the initial guide pin placed. Successive dilation was accomplished to 26 mm. This was done over the pars of l5 and the facet joint of l5-s1. Once this was completed, final working cannula was placed and secured to the table. This was a size 7 x-tube. The tube was expanded. An x-ray was taken and shown to the hospital radiologist who confirmed that this was the l5-s1 level. At that point, overlying soft tissue was removed from the l5-s1 facet and pars complex. Bur was used initially and then using an osteotome and kerrisons, the inferior facet of l5 was removed at the pars. The lateral and superior edges of the superior facet of s1 were then resected to expose the thecal sac and the disk below. At that point, thecal sac was gently retracted and an initial discectomy made using the medtronic instruments. The disk space was prepared. At that point, a 12-trial was placed and seemed appropriate size. All remaining disk was removed from the disk space. The local bone graft was then placed inside the bnp sponges and a small roll made. This was stuffed into the cage. A separate roll was also p laced anterior to the cage. Prior to that additional local bone graft was placed into the disk space. Again, the bnp and bone were then placed anterior and then the cage placed without difficulty. Final and proper placement was verified on ap and lateral images. At that point, the x-tube was removed. The neural monitoring was quiet throughout this procedure. At that point, pedicle screws were then placed on the right. The tlif was done from the right. The l5 pedicle was visualized on fluoroscopy. The initial awl was then placed down the pedicle with neural monitoring. This was exchanged for a guidewire and then the screw tapped and placed. The same was done at sl. Once this was completed, the rod guide system was secured and a 45-mm rod was placed into the screws. This was then secured with locking caps which were tightened to their final tightness. Once that was completed, attention was turned to the left side where the identical procedure was done. At this point new incisions were made. Again the skin was infiltrated with marcaine with epinephrine and the screws were placed through 2 small incisions. Again the lateral aspect of the pedicle was targeted and then on ap and lateral images,the awl placed into proper position. Again all screws were monitored and were satisfactory in terms of monitoring. Next, this was exchanged for the guide pin and then the screws were tapped in place. Again the guide system was assembled and the rod placed and secured with locking caps. At that point all of the assemblies were removed and final x-rays taken which showed good hardware placement and good alignment. At that point, the wounds were irrigated. All incisions were closed in layers including subcuticular stitch for the skin. Steri-strips were applied followed by sterile dressings. The patient was then turned supine, extubated and taken to recovery. On (B)(6) 2009 the patient presented with degeneration of lumbar or lumbosacral intervertebral disc the reason for the exam was continuity of care and reassessment. The findings were the following: five non-rib bearing lumbar vertebrae are present. For the purpose of this report, the most inferior lumbar vertebra is designated as l5. The l5 and s1 vertebrae have been fused surgically. An intravertebral cage in the disc space is unchanged. Moderate endplate degenerative changes are also at l5-s1. The remaining vertebral bodies show normal signal intensities, heights, and alignment. The conus medullaris ends normally at the level of l1 vertebra. No abnormal enhancement is present. Tl2-l1: normal disc height, signal, and contour. Mild bilateral facet joint arthropathy. No spinal canal or neuroforaminal narrowing. L1-l2: normal disc height, signal, and contour. Mild bilateral facet joint arthropathy. No spinal canal or neuroforaminal narrowing. L2-l3: normal disc height, signal, and contour. Moderate bilateral facet joint arthropathy. No spinal canal or neuroforaminal narrowing. L3-l4: normal disc height, signal, and contour. Moderate bilateral facet joint arthropathy. No spinal canal or neuroforaminal narrowing. -l4-l5: minimal posterior broad-based disc bulge and severe bilateral facet joint arthropathy minimally narrow the spinal canal with a decrease in the traversing nerve roots. Both neuroforamina are moderately narrowed. L5-s1: the previously seen in intravertebral cage remains deviated to the right and effaces the right traversing s1 nerve root. Bilateral severe facet joint arthropathy severely narrows the right and moderately narrows the left neuroforamina. The impressions were stable post l5-s1 fusion surgical changes. The intervertebral cage remains deviated to the right and effaces the right s 1 nerve root. The right l5 neuroforamen is also severely narrowed. On (B)(6) 2012 the patient presented with lumbar radiculopathy. The patient underwent a lumbar myelogram.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.